Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal patient experienced on (B)(6) 2015. No injuries or medical intervention were reported at the time of contact with dexcom technical support. Dexcom technical support advised patient's father to reset the device.